Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that they had their ins removed because they developed an infection with that ins. The patient confirmed they did not have a pelvic health ins implanted any longer due to this, but could not confirm if the leads were also removed. When asked when the infection began, the patient said this all started with the trial, and continued on with both implants; a clear event date was not provided. They stated they were "butchered and cut to pieces," in regards to the multiple surgeries. There were no device issues or further patient complications reported at this time.